Manufacturer narrative:
Implants regio 12 and 22 fractured. Construction was a removable denture placed on the implants. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded permanent unilateral mechanical overload of the prosthetic restoration of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.